Manufacturer narrative:
A4 weight is unknown. Device status. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 74 year old female experienced sudden onset chest pain and cardiac arrest. Patient received three defibrillation shocks in the field. Upon arrival to the emergency department, the patient was diagnosed with st-elevation myocardial infarction. Angiography demonstrated a 100% mid left anterior descending coronary artery occlusion and left ventricular end-diastolic pressure of 25 millimeters of mercury. An impella cp device was implanted prior to percutaneous coronary intervention for hemodynamic support following best practices. Post-procedure right heart catheterization demonstrated a cardiac index of 1.0 liters per minute per square meter and a cardiac output of 2.3 liters per minute. Vasopressor support was reduced after intervention, and the patient was transferred to the intensive care unit. Patient arrived at ICU; suction alarms were noted. Echo at bedside revealed inflow shallow with lv measurement of 2.4cm. Advanced at bedside with echo to 3.52. Suction alarms occurred the following morning and urine was bloody; albumin was administered. Lactate, initially 7.1 millimoles per liter while the patient required high-dose vasopressor therapy, decreased to 4.1 millimoles per liter with clinical improvement and vasopressor weaning. Overnight suction alarms resolved with fluid boluses, and urine output became clear yellow with appropriate device flow. Hemodynamics suggested a component of distributive shock, and vasopressor adjustments were made. Dobutamine dosing was reduced due to ectopy. The patient was successfully weaned off the impella cp device. Hematuria was suggestive of hemolysis and, while unconfirmed by other laboratory parameters, most likely due to improper pump positioning and hypovolemia as complications were resolved with proper positioning and fluids. No device malfunction was reported, and management decisions were based on the patient's clinical condition.